Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system generated out of range high flags and several elevated troponin I results. Customer reported that when the samples were repeated on the access 2, the repeated results were within the normal range. Customer reported that 3 or 4 patient samples were repeated because the results were elevated. Customer reported that erroneous results were not reported out of the laboratory. Customer did not provide any specific data. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Conclusions: customer did not request service from bec. Root cause is unknown. Reagent used in conjunction with unicel dxc 600i synchron access clinical system: catalog no.: a78803. Brand name: access accutni reagent pack, 100 determinations, 2 x 50 tests. (B)(4).